Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that atrial lead was unable to capture. The patient had a heart surgery and the atrial lead was damaged and no longer functioned appropriately after surgery. A few weeks later, the lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.